Event description:
Additional information was received from the patient. The circumstances that led to the report of no stimulation included that the patient tried to turn it on as usual. They tried using the controller and the charger. The patient was redirected to their healthcare provider (hcp) and were waiting for a response. They might replaces it with a newer version.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the ins takes all day to charge. The patient reported that this has been happening for 1 to 2 years. The patient noted that she had a bad fall about two years prior to the report. When checking impedances on (B)(6) 2021, the values were all greater than 10,000 ohms when the rep initially ran impedances. The rep re-ran impedances at 3.0v and indicated that with reference electrode 3 all values were above 35,000 ohms, with reference electrode 8 all values were above 30,000 ohms, and with reference electrode 12 all values were above 10,000 ohms except electrode 13, 1100 ohms, and electrode 15, 950ohms. The issue was not resolved through troubleshooting. The manufacturer representative was able to reprogram the patient to get some coverage, but not enough. The physician is going to replace the entire system if needed. The physician plans to test the leads on the table when he changes the battery. Surgery is planned, but it has not yet been scheduled as the patient is awaiting approval from their insurance.

Manufacturer narrative:
H.10. Additional information received regarding manufacturer report # 3004209178-2021-07232 will be submitted as supplementals under this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was during MRI informational call pt was using her pp (programmer) and reported seeing the lightening bolt (stim on), but she can't get her stimulator to turn on. Pt was working with her pp during the call and reported seeing the lightening bolt, the ins battery showed half full the pp battery showed full (she had just changed the batteries). Pt said she sees group a but does not feel stim, she used to feel stim now she feels nothing she tried using the pp last week and realized she could not feel stim last week. Worked with pt and her pp to try and increase on a program 1 and 2: pt started at 5.10 and increased but reported not feeling anything. Pt used the pp to check if she had other groups to try but reported only having available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said she has been talking with her hcp about the new stimulators she will talk to him next time about not feeling stim and potentially setting an appointment to address this. The patient's relevant medical history included pt also reported she realized a long time ago, a couple of years ago, the feeling of stim was annoying at night so she started shutting stim off at night and turning it back on in the morning but sometimes she forgot. Reviewed adaptive potential and redirected to hcp to address this issue as well. Pt requested assistance to activate MRI mode. Pt was successful and reported she has full body potential.